Manufacturer narrative:
Based on the information available, the cause that contributed to the device explant for unspecified reasons cannot be established as the product is not available for analysis.

Event description:
It was reported that this tactra malleable penile prosthesis was explanted and replaced with an inflatable penile prosthesis for an unspecified reason. No patient complications were reported.